Event description:
It was reported to boston scientific corporation that a nephromax balloon dilatation catheter was used during a procedure on (B)(6) 2012. There were no complications during the procedure. According to the complainant, during the procedure, it was noticed that the product had a melted sheath, therefore, they were unable to use the balloon. It is unknown if the problem occurred inside or outside the patient. The case was completed with another of the same device with no patient injury. The condition of the patient following the procedure was unknown. The event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction of catheter shaft kinked.

Manufacturer narrative:
(B)(4) for the reported event of shaft kinked. A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual evaluation of the returned device noted that the wingtool was placed over the folded balloon material. Examination of the wingtool noted that its flared end was damaged. The polytetrafluoroethylene (ptfe) sheath was placed on the shaft of the device. A visual and tactile examination of the shaft of the device noted that it was kinked and flattened between 195mm and 260mm proximal to the distal tip. There were no issues noted with the profile of the ptfe sheath. The root cause classification of this investigation is operational context.